Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced postoperative numbness in their leg. Investigation was unable to identify which lead attributed to the issue. Patient underwent surgical intervention wherein the entire system was explanted to address the issue. Issue was resolved post-operatively.